Event description:
After removal of the trigger wire and after several attempts to deploy the top cap, the pt was converted to open procedure to remove the delivery system and the partially deployed graft. The pt required open repair of a leaking aaa. After open surgery, the pt is recovering well and ready to go home.

Manufacturer narrative:
(B) (4). Event is under investigation.